Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in suspect medical device section which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a percutaneous endoscopic gastrostomy (peg) tube placement. On (B)(6) 2016, the patient experienced abdominal pain. Radiography with contrast was done which showed flatulence and the patient was treated with buscopan with good result. Later that day, the patient developed fever with abdominal pain. A CT scan performed showed free air. The patient was started on antibiotics augmentin 1g intravenously (IV) and perfusalgan. The pain and fever was relieved and patient was discharged on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Reference record a batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.